Event description:
Performing laparoscopic hysterectomy with insufflation and pressure could not be maintained. Stryker reps were called for troubleshooting. Problem did not resolve. Insufflation tubing was replaced and problem with maintaining pressure persisted. The stryker reps swapped out insufflation unit. Trocar being used was the suspected issue. Trocar removed from the field.